Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a naviflex delivery system was received for analysis; the advanix stent was not returned. Visual inspection found that the pull wire was twisted, and the pull wire cap was detached and was not returned. The guide catheter was detached. Microscopic inspection found that the push catheter suture hole was torn. No other problems were noted with the delivery system. Product analysis confirmed the reported event of catheter-guide break. However, the reported event of stent failure to deploy could not be confirmed because the stent was not returned. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the guidewire was inside the patient during the attempted deployment. However, the IFU states: "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The investigation concluded that the reported events were due to procedural factors. The stent was most likely not deployed due to the manipulation and/or technique used by the physician, resulting in excessive force used causing the guide catheter break and the additional observed damages on the delivery system. Therefore, taking all available information into consideration, the overall root cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used in the hepatic hilum for biliary drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke when the stent was being deployed. The procedure was completed with another advanix biliary preloaded stent. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used in the hepatic hilum for biliay drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke when the stent was being deployed. The procedure was completed with another advanix biliary preloaded stent. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.